Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed during visual inspection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database revealed no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the stent dislodged during sheath removal due to operator mishandling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the protective sheath was removed from the 3.0 x 33 mm xience prime stent delivery system (sds) it was observed that the stent had dislodged from balloon. The device was not used on the patient. Another 3.0 x 33 mm xience prime sds was used to complete the procedure successfully. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.